Manufacturer narrative:
The one touch ping pump has been returned and evaluated by product analysis on (B)(4) 2013. The evaluation resulted in the following findings: investigation revealed a primary finding confirming that the battery cap is stuck; the threads inside the compartment are stripped. In addition, evidence of cracking on the seal of the casing was found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing issue. The user is unable to remove the cartridge cap and battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.